Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced an occlusion in the tubing and/or tubing connectors at the event site. No further information was available.

Manufacturer narrative:
(B)(6). Patient country: colombia.